Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the reported complaint states that the ipg would not turn on and would not charge after the patient had a revision. Upon receipt, the device was not functional, subsequently, the device was cut open and the internal inspection revealed excessive sleep current leakage and the impedance between vh and ground was low. These are the typical symptoms of analog ic damage due to exposure to high-voltage transients, causing internal shorts in the component. It was reported that bovi cautery was used during the patient examination. The use of electrocautery resulted in the reported complaint.

Event description:
A report was received that following a kidney examination the patients ipg would not turned on and would not charged. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
A report was received that following a kidney examination the patients ipg would not turned on and would not charged. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04).